Event description:
The pt was implanted with a left ventricular assist device (lvad). The cardiologist reported that after (B)(6) months of support, the pt presented with elevated lactate dehydrogenase (ldh), elevated plasma free hemoglobin (pfhgb) and power spikes. An echocardiogram (echo) performed by the hospital showed the left ventricle was not unloading. The pt was treated with a thrombin inhibitor (bivalirudin) in combination with heparin and eptifibitade.

Manufacturer narrative:
The pt continues on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.